Manufacturer narrative:
(B)(4). Date sent: 7/30/2020. Additional information was requested and the following was received: did the patient undergo any preoperative radiation or chemo therapy? Yes. What anatomical structure was the device fired on? Pulmonary artery. Were there any unusual sounds? No. What buttressing material was used? None. Did the surgeon wait 15 seconds prior to firing? Yes.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic pneumonectomy surgery, after firing, the staples were malformed. Changed to another device to continue the surgery, but the problem happened again. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.